Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg was unable to complete testing due to fluid ingress. The fluid ingress damaged the pcb, causing it to fail. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump "stopped feeding mid cycle" and had experienced a "loss of power". Mmdg followed up with the initial reporter to obtain additional information, however, the initial reporter stated they did not have any information to provide. (B)(4).